Event description:
This lead was removed due to dislodgement. It was repositioned on (B)(6) 2014. The lead dislodged again on (B)(6) 2014 and when the lead was explanted the mechanism was tested and worked. The physician believes tissue was stuck in the helix when initially repositioned. The lead had insulation damage from the guide wire, to get venous access at the start of the case. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead revealed damages at the steroid collar of the lead tip and cuttings in the insulation. These damages occurred most likely during the explantation procedure. Blood penetrated the lead. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.